Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty placing the right ventricular (rv) lead due to the patient's very dilated and large right ventricle. The lead had dislodged multiple times during the procedure and after multiple attempts to reposition the lead a helix issue developed. When the lead was removed it was discovered that a small amount of flesh was trapped inside the screw / helix. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.